Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 5086mri (x2) implantable pacing lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that a micro-dislodgement was noted on the right ventricular (rv) lead approximately two weeks post implant. During the procedure to reposition the lead, the set screw could not be tightened. The lead remains in use and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. No anomalies were found. The returned device indicated a grommet was loose/detached and there was a loose/detached set screw.

Event description:
It was reported that a micro-dislogement was noted on the right ventricular (rv) lead approximately two weeks post implant. Duringthe procedure to reposition the lead, the set screw could not be tightened. The lead remains in use and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.